Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia following hyperglycemia when the system delivered large automated corrections, after which the user overtreated lows and rebounded high; the user also had not been making meal announcements and was unsure how to do so, and they have short-term memory issues and a history of overriding prior therapy and overtreating lows. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for troubleshooting and education with guidance to treat lows without overtreatment, consider nightly snacks for pre-bed elevations, and clarification regarding meal announcements. Investigation included review of usage patterns and coaching on proper use of oral glucose for lows and ilet operational practices. Investigation of this case revealed user-related use error with missed meal announcements and overtreatment of hypoglycemia following automated correction dosing, with no alarms or device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and understanding, including missed meal announcements and inappropriate low treatment, rather than a device defect.